Event description:
Labeling on box is inadequate. Needs to be bigger so it is easy to read and see. Rptr could have gone into anaphylactic shock if rptr hadn't seen or closely looked for the labeling.